Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the product not working properly as the pump dimpled two weeks before surgery. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the product not working properly as the pump dimpled two weeks before surgery. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the root cause of the dimpled pump confirmed as analysis identified that the pump failed the activation test. It is probable that the pump had no back pressure on the cylinder when the pump was pressed caused the dimpled pump. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination did not identify any holes or leaks. The pump was tested using the functional activation test, the pump required more than 8lbs of force to activate. The activation issues could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.